Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed at the distributor. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure was contamination throughout the charger. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger/modem.

Event description:
During an investigation for an unrelated issue, a reportable malfunction was found. The charger was unable to charge a battery.

Event description:
During an investigation for an unrelated issue, a reportable malfunction was found. The charger was unable to charge a battery. Correction (B)(6) 2019: the issue was not unrelated. A us distributor contacted zoll to report that a patient's charger was not charging the battery packs.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed at the distributor. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure was contamination throughout the charger. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger/modem. Correction (B)(6) 2019: the results code "biological contamination" has been removed. The contamination was determined to be an unknown liquid, but not identified as biological. Results code 120 - electrical problem was added. Device evaluation (B)(6) 2019: the patient also returned battery pack sn (B)(4). Device evaluation has been completed. Upon evaluation, there was contamination on the pca and battery cells. The cause of the inability to charge is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective battery pack.